Manufacturer narrative:
Result: power inlet filter was partially melted with exposed wires.

Event description:
It was reported by svc report that the bed had no power, and inlet filter was partially melted with exposed wires. It is unk if a pt was involved. However, no adverse consequences were reported.